Event description:
Related manufacturer report number: 1627487-2022-03108, 1627487-2022-03110, 1627487-2022-03111, 1627487-2022-03112. It was reported that patient's left s1 and right s2 leads both migrated and that a tip of the right s2 lead was broken inside the ipg port. Surgical intervention was undertaken on 13may2022 in which the leads and ipg were explanted and replaced. Note: it is unknown which leads were explanted and replaced so all potential leads are being reported.

Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.